Manufacturer narrative:
Immediately following notification, stimwave quality and the territory manager reviewed events preceding the issue. The patient had a permanent procedure performed on (B)(6) 2019, in which one (1) stimq receiver stimulator (fr4a-rcv-a0) was implanted at the abdomen to treat the patient's chronic abdominal pain. The stimq pns system is not cleared for field stimulation by the food and drugs administration (FDA). The implanting clinician was aware the procedure was off label, however made the clinical decision to proceed with the implant. The territory manager confirmed that the implant procedure was performed in a sterile environment, sterile field handling protocols were used, and the sterile barriers of all product used were intact prior to implant. The procedure was completed without complication, and the territory manager maintained contact with the patient following implant. On october 31, 2019, the territory manager was notified the patient had developed a urinary tract infection (uti) and was experiencing pain at the implant site. The patient has had a very successful post-implant course. The patient was now experiencing sharp pain when urinating at the implant location. The implanting clinician was concerned the infection had affected the implant site and requested the patient to visit the implanting clinician's office. On (B)(6) 2019, the patient visited the implanting clinician for follow up. The patient reported to be feeling better. The implanting clinician confirmed there was no infection at the device location. The patient reported they have a history of utis, however this is unrelated to the device and has not affected the functionality of the device or the implant site. The patient mentioned the pain had diminished but they still felt discomfort at the abdominal site. The implanting clinician performed imaging tests at the implant location. The x-rays have not evaluated as of (B)(6) 2019. The implanting clinician reported the patient is prone to adhesions, and it is possible one has formed around the device. The patient reported the device is working as expected and is getting therapy from the device. The root cause of the complaint is not attributed to device failure, the inability of the device to meet performance or safety specifications, or nonconformance to physical or functional device specifications. The stimwave product was not the source of the issue. The root cause of the issue is attributed to the device being used in an off-label manner, as well as patient condition. Corrective action is not required to remedy the root cause of the complaint. The device did not fail to meet performance or safety specifications. Stimwave has confirmed that the issue related to off-label use of the product. Stimwave was in constant contact with the territory manager from october 31, 2019, onward regarding the complaint and the root cause investigation. Stimwave confirmed that the product did not fail to meet performance and safety specifications. The source of the issue is likely attributed to off-label use of the product, as well as patient condition. Stimwave has informed all parties that the product was not the source issue. In compliance with medical device reporting requirements and responsibilities, stimwave quality and its chief medical officer have determined that this issue is considered reportable to the united states food and drugs administration (FDA) as the event resulted in a serious injury. The event was reported to the united states food and drugs administration (FDA) on november 26, 2019.

Event description:
Stimwave quality has investigated the details regarding a complaint resulting from a potential infection reported to stimwave on october 31, 2019, by the territory manager.